Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and fecal incontinence. It was reported that the patient was concerned that her results would not show improvement due to the possibility that she may have a urinary tract infection (uti). The patient stated that she was going to go in to be tested and treated on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.